Event description:
Two devices were returned to dow corning for evaluation with no complaint provided. Upon investigation of the devices, the right implant was found to be not intact with large loss of integrity and the left implant was intact without full integrity.